Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: tah. Event description: rep was in the 1st surgery, but not in the 2nd surgery. Rep spoke to surgeon after the 2nd surgery. Surgeon stated that it was a dry case. Device sealed and patient was closed. A few hours later the patient was reopened because of bleeding from the uterine artery pedicle. Bleeding was controlled through 2nd surgery and patient is in recovery. Sealing a vessel or tissue bundle did not directly lead to bleeding. Bleeding was observed from the uterine artery pedicle when the patient was in the 2nd surgery for the bleeding. There was no bleeding in the 1st surgery. Any tension applied to a vessel being sealed was nothing out of the norm. Insufficient hemostasis was not noticed during the case, which was an hour long. There was no eschar buildup on the jaws. The jaws were cleaned during the procedure. Surgeon remarked that the jaws were kept very clean. The surgeon did not notice an improvement with hemostasis when the jaws were cleaned. Surgeon said that during the 2nd surgery, the bleeding was from the uterine artery pedicle and observed above the cuff. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Device was discarded after the 1st surgery. Additional information received via email on 25jun2019 from, applied medical account mgr "she did not use our device in the second case. I am not sure what she did to control the bleeding because I was not allowed to observe." Intervention: patient taken in for 2nd surgery to control bleeding. Patient status: patient is fine and in recovery.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: tah. Event description: rep was in the 1st surgery, but not in the 2nd surgery. Rep spoke to surgeon after the 2nd surgery. Surgeon stated that it was a dry case. Device sealed and patient was closed. A few hours later the patient was reopened because of bleeding from the uterine artery pedicle. Bleeding was controlled through 2nd surgery and patient is in recovery. Sealing a vessel or tissue bundle did not directly lead to bleeding. Bleeding was observed from the uterine artery pedicle when the patient was in the 2nd surgery for the bleeding. There was no bleeding in the 1st surgery. Any tension applied to a vessel being sealed was nothing out of the norm. Insufficient hemostasis was not noticed during the case, which was an hour long. There was no eschar buildup on the jaws. The jaws were cleaned during the procedure. Surgeon remarked that the jaws were kept very clean. The surgeon did not notice an improvement with hemostasis when the jaws were cleaned. Surgeon said that during the 2nd surgery, the bleeding was from the uterine artery pedicle and observed above the cuff. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Device was discarded after the 1st surgery. Additional information received via email on 25jun2019 from, applied medical account mgr "she did not use our device in the second case. I am not sure what she did to control the bleeding because I was not allowed to observe." Intervention: patient taken in for 2nd surgery to control bleeding. Patient status: patient is fine and in recovery.